Event description:
It was reported that the patient never had therapeutic effect, but had a sudden return of over active bladder symptoms. The patient felt like something was sitting on her bladder and felt a burning sensation when she urinated. The patient was unsure if she felt stimulation one day, and the next day she felt stimulation on the left front of her vagina. The patient also felt her to twitch, which was noted as a sign that her neurostimulator was working for her. It was normal for the patient to lose relief once a year and require programming. There was no known accident or incident related to this complaint. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v086630, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).